Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7117213; expiration date: 2022-04-30; manufacture date: 2017-04-27. Medical device lot #: 8128662; expiration date: 2023-04-30; manufacture date: 2018-05-08. Investigation summary: unconfirmed, no issue observed. Investigation conclusion: the customer issued a complaint for pre-activated device detected by end user. Neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. During the years of investigation of complaints about pre-activated devices several root causes were discovered which were within the customer¿s sphere of influence. Best practices and guidelines were collected and summarized. Root cause description: complaint is unconfirmed.

Event description:
It was reported that no insulin flow occurred during use with a bd insulin syringe with bd ultra-fine¿ needle. The following information was provided by the initial reporter, "the pharmacist declared that a patient returned the product because during injection the syringe was blocked. (Sample evaluation showed an activated safety device).